Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had multiple episodes of over-sensing noise with pacing inhibition and high capture thresholds. The patient presented in clinic for a procedure on (B)(6) 2020 where the lead was capped and replaced. The patent was stable.